Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, post-op, the implanted rod broke. Bone union was also not achieved. A revision surgery has been performed; in which, rod replacement was performed. No patient complications are reported after revision surgery.